Manufacturer narrative:
Analysis of the catheter ((B)(4))/pin connector found dried drug, blood, or foreign material occlusion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product type: catheter, product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2012.

Event description:
Additional information received reported that the catheter was not getting flow and appeared to be an issue with the connector pin. The patient experienced withdrawal. Diagnostics and troubleshooting included a dye study and catheter aspiration. The intervention was reported as surgical intervention. It was noted good flow intrathecal, the pump connection good, but the connector pin seemed to have issue as "salome" flowed from cap to end of proximal catheter after pin disconnected. The connector was replaced. Additionally it was noted the device diagnosis was catheter occlusion with the clinical diagnosis as inefficacy of pump medication. The diagnostics included a catheter access port (cap) contrast study and the results were catheter occlusion and surgical observation with the results specified as fluoroscopy on (B)(6) 2016. The etiology was noted as related to the device or therapy and not related to the implant procedure. The patient status at the time of the report was noted as alive, no injury and the outcome resolved without sequelae (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative and study regarding a (B)(6)-old, female patient who was receiving fentanyl 1000mcg/ml at 374.9 mcg/day and bupivacaine 20mg/ml at 7.498 mg/day via an implantable pump for non-malignant pain and chronic low back pain. The patient¿s medical history and concomitant medications were unknown. On approximately (B)(6) 2016, the patient presented for a refill and complained of increased pain. The hcp aspirated 15cc of medication when they expected 5cc. On (B)(6) 2016, a dye study was performed and they were unable to aspirate any fluids. The device diagnosis was a catheter occlusion. The patient was prescribed oral opioids. A catheter revision was planned for late (B)(6) or (B)(6) 2016, but was not yet scheduled (interventions also reported as explanted/replaced). As of (B)(6) 2016, the issue was not resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿ the etiology was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.